Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began in (B)(6) 2011. The patient stated she was managing her diabetes with metformin and glipizide pills in the mornings and evenings at the time and reported that she continued with her usual diabetes management routine when she was unable to test on the subject meter. The patient claimed she developed symptoms of feeling "hot and sweaty, hot flashes, jerky and caused her to have a heart attack" approximately 3 weeks later. The patient reported that she went to her doctor's some time at the end of march and her doctor performed a blood glucose test on the hcp meter (unknown type) and received a value of "240mg/dl" an a1c test was also performed on (B)(6) 2011 and got a value of 10.9%. The patient denied receiving any medical intervention from her doctor. It remains unknown what other medications the patient was taking and how the alleged issue could have caused the heart attack. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and the batteries did need to be replaced based on the meter's specifications of use. It was also noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-additional information: the test strips were returned; however, testing was not performed since the product was expired at the time of the complaint. The control solution was also returned; however, product analysis on the control solution is not required because the control solution is expired and unrelated to the issue.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.